Event description:
A malfunction alarm designated as malf 12 was reported by the customer, but there was no adverse impact to the customer's blood glucose level. The customer had experienced at least three occurrences of the malfunction with this particular pump. Technical support decided to replace the pump, confirming the customer's shipping address and issuing instructions to return the problematic pump using a pre-paid label. The customer, who understood how to put the pump into storage mode, was advised to use an alternate method, multi-dose injection (mdi), for insulin delivery to prevent any interruption. The problematic pump was confirmed to be under warranty.